Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious event of pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure. Potential contributory factor includes injection technique. Sculptra was used off label in the knee area. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no further investigations will be conducted until additional information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(6) is a spontaneous report sent on 07-feb-2024 by a 37-year-old female patient, concerning herself. Additional information was received on 08-feb-2024 from the patient herself. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. The patient had previously received treatment with radiesse, sculptra and juvederm to face without experiencing any issues. On unknown dates, the patient received first and second doses of pfizer covid-19 vaccine. In (B)(6) 2021, the patient received treatment with 2 vials of sculptra, 1 vial to each knee area (unknown lot number, injection technique and needle type). The sculptra was injected to knee area (off label use of device). A couple of months later, in sep-2021, the patient reported that her knees were not getting bigger but multiple nodules (implant site nodule) were formed in knees. The nodules were visible, palpable and slightly painful (implant site pain). On an unknown date later in 2021, the patient went to see the injector who attempted to treat the nodules in both knees with saline [sodium chloride] injections and massage. Later, the patient stopped visiting the healthcare provider because she believed that the injection was given with the wrong reconstitution due to the injector having difficulty getting the product through the needle according to patient. From an unknown date, the patient started consulting a dermatologist for this issue, who treated the area with an unspecified steroid injection in four or five sessions. The patient also consulted a plastic surgeon for advice. The patient reported that both the dermatologist and the plastic surgeon thought they should continue with the steroid injections or switch to 5fu injections, but the patient had declined further injections at this point as nothing had worked and all injections to the area had started to degrade the skin quality on her knees. As of (B)(6) 2024, the patient reported that all of her symptoms were ongoing or might be even worsening. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Painful was not recovered/not resolved/ongoing. Sculptra was injected to knee area was recovered/resolved.